Event description:
The patient had been having unspecified issues since december. Approximately 2.5 months ago, the patient had some return of spasticity; the patient attributed the underdose symptoms to unspecified "trauma." In 2009, the physician refilled the pump and performed a dye study, due to the signs of underdose. Following the catheter access port (cap) procedure, the pt experienced an overdose. The patient stated that she was "passed out and was unconscious for hours". The patient was admitted to the ICU from the ER. After going home, the patient continued to have spasticity and was on oral baclofen in addition to her intrathecal baclofen therapy. They were not sure what caused the overdose. The physician stated that he aspirated back appropriately, but he thought the catheter length was wrong in the programmer; entered in wrong from implant. There was no volume discrepancy noted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.